Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device motor is running but not circulating. Patient involvement is unknown.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Functional testing found the device was received with a bent microswitch and the pole clamp was damaged where it holds the line cord. Functional testing was unable to duplicate the circulating issues. The complaint was not confirmed. The bent microswitch was not working. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced microswitch and pole clamp. Performed preventative maintenance and calibrated the device. Device passed functional testing after the completed repairs.